Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: date of report, description of event or problem, device identification, date received by MFR, type of report, type of reportable event, follow up type, device evaluated by MFR, evaluation codes, and additional narrative. Corrected: adverse event. The reported event was confirmed through patient notes. No complications were noted in crf. Office visit note states that patient had moderate pain. Another office visit note states that patient had extreme pain, stiffness and difficulty in ambulation. The rom was noted to be 110 degrees. X-ray review by third party hcp states that slight rotation of the femoral component and slight subsidence of the tibial component occurred resulting in malalignment as described. Slight worsening in the medial patellofemoral joint arthrosis. There is also worsening of the contralateral left knee arthrosis. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. It was noticed in the x-ray evaluation that there is arthrosis seen in the knee which can be a contributing condition. However, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00087, 0001822565-2019-01353. Concomitant medical products: partial femur cemented size 5 right medial, item# 42558000502, lot# 63602080; partial tibial cemented size e right medial, item# 42538000502 , lot# 63807406. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had right partial knee implanted and subsequently, during a clinical visit, patient is experiencing severe pain to the right knee and problems with ambulation and stiffness. There is no additional information at this time.